Event description:
It was reported that the patient experienced infection and arthrofibrosis within and unknown timeframe post-initial surgery. Treatment and details of any required interventions are also unknown. Further details have not been provided. Implants remains implanted. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4). D10: articular surface size, #item 00596403010, #lot 63054123. Stemmed nonaugmentable tibial component, item 00598603701, #lot 62795766. All poly petella, #item 00597206529, #lot 63128479. Stryker simplex cement x2, #item unknown, #lot unknown. Therapy date: implants remains implanted. H6: suggested component code: mechanical (g04) - femur. An investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
No additional information.

Manufacturer narrative:
Updated: b4,b5,d2,g1,g3,g6,h1,h2,h4,h6. Review of the reported event by a health care professional found: arthrofibrosis is defined as the development of fibrous scar tissue within or surrounding a joint. Arthrofibrosis is a known postoperative procedure related complication that can occur from surgical implantation of new joint replacement as well as from previous injuries or surgical procedures. Scar tissue formation is a normal healing response; however, the buildup of such can result in pain, stiffness, limited range of motion, and difficulty properly ambulating. If excess scar tissue develops, conservative measures such as exercises or physical therapy would be attempted first. If these attempts fail, surgical intervention such as manipulation under anesthesia, arthroscopic arthrolysis, or open arthrotomy would become necessary to remove the fibrous tissue and restore joint function. Product will not be evaluated as it has been determined the event is not related to the device. During the investigation process a review of the sterile certifications were reviewed and found to be conforming with no applicable deviations. Devices were verified to have gone through acceptable sterilization process following iso/aami/astm & EU published guidelines. There are multiple factors that may contribute to an infection that are outside the control of zimmer biomet, such as external factors, i.e. Hospital/surgical environment, provider related risk factors, and/or patient comorbidities/risk factors. As there are no indications of a product or process issues identified affecting implant safety or effectiveness, implanted products are not identified as the source or contributing to the reported infection. The root cause of the reported event was determined to be unrelated to the device. This is a limited investigation, as per process, a review of the device history record and complaint history review will not be completed for limited investigation complaints as the product meets the applicable acceptance criteria. Reported event is not related to a combination of products; therefore, a compatibility review is not applicable. No corrective actions, preventive actions, or field actions resulted after investigation of this event. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.